Manufacturer narrative:
(B)(4). The vyaire failure analysis laboratory received the suspect component and performed a failure investigation. The reported issue was confirmed and duplicated. The reported issue was determined to be isolated to a faulty display assembly. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Vyaire complaint #: (B)(4). At this time, vyaire has not received the suspect device/component for evaluation.

Event description:
(B)(4). Summary: electronic panel (B)(6) called with the po to order the uim rga and so (B)(4). (B)(4) summary: electronic panel (B)(6) called pn and price for uim, touch screen does not respond, provided (B)(4) and third party pricing. Sn of bad uim (B)(4). No pt involvement.